Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® eclipse¿ blood collection needle there was a safety shield failure. The following information was provided by the initial reporter. The customer stated: "the needle stick occurred before blood draw. The phlebotomist was preparing the needle to be inserted when the holder came off and the needle got stick on the finger of the phlebotomist. Phlebotomist had to be treated for the needle stick injury, but no exposure to blood or fluids occurred. There was no patient impact.

Event description:
It was reported when using the bd vacutainer® eclipse¿ blood collection needle there was a safety shield failure. The following information was provided by the initial reporter. The customer stated: "the needle stick occurred before blood draw. The phlebotomist was preparing the needle to be inserted when the holder came off and the needle got stick on the finger of the phlebotomist. Phlebotomist had to be treated for the needle stick injury, but no exposure to blood or fluids occurred. There was no patient impact.

Manufacturer narrative:
The following fields have been updated with additional information: d.4. Medical device lot #: 2084507. D.4 medical device expiration date: 2027-03-31. H.4. Device manufacture date: 2022-03-25.

Manufacturer narrative:
The following fields have been updated: d.9 device available for eval? Yes. Returned to manufacturer on - 08/18/2022. H.6 investigation summary: bd received 25 samples for investigation. Twenty (20) of the 25 samples were chosen at random and evaluated by functional testing and the indicated failure mode for defective locking mechanism with the incident lot was not observed as all product specifications were met. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode defective locking mechanism. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported when using the bd vacutainer® eclipse¿ blood collection needle there was a safety shield failure. The following information was provided by the initial reporter. The customer stated: "the needle stick occurred before blood draw. The phlebotomist was preparing the needle to be inserted when the holder came off and the needle got stick on the finger of the phlebotomist. Phlebotomist had to be treated for the needle stick injury, but no exposure to blood or fluids occurred. There was no patient impact.